Event description:
Doctor called as customer was admitted to hospital for premature labor and high blood glucose readings. Visual inspection of device showed a crack in neck of the syringe resulting in leakage.